Event description:
Device 4 of 4. Ref MFR report # 1627487-2013-00434, 1627487-2013-00435 and 1627487-2013-00436. The pt (B)(6) is implanted with two percutaneous leads and two lead anchors. All of these devices are from different lots. It was reported the pt had a lump in the middle of his back. Surgical intervention was undertaken to reposition the pt's lead and increase the implant depth of his anchor. Therapy was restored to the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.